Manufacturer narrative:
(B)(4). Date sent: 5/4/2026. D4: batch # 219d82. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present. When the test battery was installed, the green checkmark illuminated, indicating that the device was fired and achieved complete firing stroke. In addition, the washer and knife were noted to have nicks; this damaged is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 219d82, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/7/2026. B3: exact event date unk, entered 1/1/2026 as only the year was provided. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: rectal resection was performed. The transection site was rs. There were no issues with backlight illumination, tightening of the adjusting knob, or release of the safety. When switching to another device, the anvil was replaced. There was no change in the surgical procedure, and the patient¿s condition after surgery was stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the device could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.